Manufacturer narrative:
(B)(4). Additional information: additional information received: yes. The few staples that came out were b shaped. The staples that failed to form across the bronchus apparently just fell out of the device loose or weren't present? When a second reload was used following the procedure the staples all formed ok.

Manufacturer narrative:
(B)(4). Additional information: batch # l5569y. The analysis results showed that the tl30 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # l5569y. The analysis results showed that the tl30 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a left upper lobe lobectomy procedure, the device was fired and the staples failed to form across the bronchus. Another like device was used to complete the procedure. There were no adverse consequences for the patient.